Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and crease fold. Bubbles was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Physician later confirmed a baker grade ii-iii for left side. Patient additionally reported non-device related events such as: "pain, constant headaches, hormonal imbalances, regularity of mental cycle, anxiety, depression, severe hair loss, skin problems, sleep disturbance due to so much pain or discomfort in my breast, along with other common side effect." Device has been explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Physician later confirmed a baker grade ii-iii for left side. Patient additionally reported non-device related events such as: "pain, constant headaches, hormonal imbalances, regularity of mental cycle, anxiety, depression, severe hair loss, skin problems, sleep disturbance due to so much pain or discomfort in my breast, along with other common side effect." Device remains implanted.